Event description:
A dental assistant noted the jb-70 intraoral x-ray within the office would radiate when the unit was powered "on". The assistant powered "on" the unit approximately five times, which may have led to the accidental radiation exposure, prior to contacting progeny technical support. Technical support replaced the jb-70 display board, which corrected the condition. The original board was returned to progeny for eval and an analysis was conducted by quality engineering.

Manufacturer narrative:
Component analyzed: jb70 display board. Technical call log: 00.043.570. Complaint: images are being acquired the moment the x-ray unit is turned on. Investigation: the returned display board was examined. S1 tact switch was found not functioning - switch remains in the "on" position and cannot return to the normally open state after release. By disassembling the switch, it was observed that the movable metal contact inside the switch is collapsed and split in the middle. It results in the tact switch remaining in "on" position and cannot return to the open state. When x-ray unit is turned on, image is acquired since s1 switch, the exposure switch, is in the "on" position all the time. Under microscope examination, black carbon debris was observed on the plastic features immediately next to the split metal contact. The s1 switch may be subject to spontaneous overload, which can cause arcing. The repeated arcing ate away a significant amount of material on the underside of the contact, which resulted in the fatigue/crack. A design change which altered a capacitor value was implemented to prevent this condition.